Event description:
The clinician reports the implant was inserted (B)(6) 2012 in ada 13. On (B)(6) 2019 loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain and abscess. No further patient complications were reported.